Event description:
It was reported by the aci sales professional that a female patient underwent a peripheral intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 7f procedural sheath. A pre-procedural femoral angiogram revealed the stick to be at the mid femoral head and no presence of calcium in the vicinity of the access site. The patient's blood pressure pre-procedure was 142/98 mmhg. Following the procedure, the fellow who is in training to the device, with the aci sales professional present, used the mynx to close the femoral artery. It was reported that the prep and deployment steps were per the instructions for use (IFU). Reportedly, immediately after closure with the mynx, significant ooze was observed at the access site. The fellow applied manual compression and hemostasis was successfully achieved after 15 minutes. The patient was ambulated and discharged to home with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1120903) indicated that the mynx device met all established performance criteria prior to shipment.